Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device cannot be completed. The lot number of the disposable handpiece was not provided. Therefore a device history could not be performed. A review of the rf controller lot history record revealed no manufacturing nonconformities issued that would have contributed to this event. The rf controller was returned, and an investigation was conducted. The uit feature in the rf controller was found to be functional. All rf controller specifications relevant to the uit function were also tested, and all were found to be in compliance with the manufacturer's original specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that a patient was scheduled for laparoscopic tubal ligation and endometrial ablation. At the time of ablation a co2 leak was reported by the system, indicating a possible perforation. The device was removed and then re-inserted. Uit was initiated, passed and ablation was performed. During post-treatment hysteroscopy a uterine perforation was noted. No damage to the organs of the abdominal cavity. Patient discharged the same day.